Event description:
Patient experiences numbness from time to time and has reinforced seizures (above baseline). Patient had a surgery to have the lead pin properly inserted into lead. High impedance resolved with proper insertion of the lead pin.